Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, g2, h6 the reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma-late and capsular contracture, baker grade unknown.

Event description:
Health professional later reported right side capsular contracture (baker grade unknown), pain and a small amount of fluid seen surrounding the breast implant via MRI. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported report a right side rupture. Event was confirmed with an MRI. Device remains implanted.